Event description:
It was reported that the recharger was not charging the device. Patient indicated that it took several hours to recharge with the recharger. The patient was charging more than expected and the patient thought it took longer to charge than usual. The patient underwent lead revision a few weeks ago and according to the representative, energy needs have increased. It was recommended to recharge the device using a different recharger to see if charging experience changes. Based on estimated parameters, the battery longevity is approx 4.9 days and 2.1 toward end of life (eol). Patient has very high settings. Patient stated he had never been able to charge to 100% - and it never goes by 50%. The patient stated he did not have stimulation on during the recharge. He had good coupling and did keep a watch for constant communication. The recharger was returned for a new recharge antenna. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).